Event description:
The customer reported that the activated the pod on (B)(6) at 11:13 pm. His blood glucose and insulin bolus history is as follows: time: 11:13 pm, bh (mg/dl): 130, bolus (u): 3.0; 11:18 pm, 3.5; 6:40 am, 13.0; 7:13 am, 328, 10.0. After removing pod at 8;13 am, he noted that there was no cannula showing outside the pod. He doesn't know if cannula ever deployed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.